Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported the patient experienced delay in treatment due to the ID now covid-19 assay test results was performed on (B)(6) 2021. Additionally, the customer reported impact in the patient's treatment, as the patient had to retest and wait longer than normal for test results.

Manufacturer narrative:
Additional data: h10: this supplemental report is being submitted to retract the previous initial MDR report for adverse event (treatment delay due to invalid results) , further case review determined that invalids occured due to user error and delay in retesting will not be considered as an adverse event.